Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a touchscreen that was not responding. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that there was no patient involvement when the issue occurred. The biomed also reported that the issue could not be duplicated during the evaluation, and that the touchscreen was working as intended. The device was returned to service without repair.